Event description:
Additional information was received from rep reiterating previous information and providing more detailed impedance check results. Rep stated impedances have been normal except for on 05-sep-2025 when 9a and 10a were slightly out of range. Rep was able to increase/decrease stim without receiving oor. Rep stated that patient is programmed on c+ 9- 10- and longevity estimate on friday was 3 years, 10 months and today, it was 3 years, 1 month. Rep has met with patient several times in which they've increased stim and checked impedances. Caller noted patient is immobile so there have not been any falls but has been in various positions and caller also wondered if that was affecting slightly different impedance measurements. Rep noted patient is on a lot of medication. Customer service reviewed how results are provided during auto increase impedance algorithm vs. Manual test. Customer service reviewed how longevity estimator uses settings/impedances from last 7 days. Rep provide information from the following visits: 8/23/25 right monopolar - 8-895 ohms, 9a-3971 ohms, 9b-4092 ohms, 9c-2512 ohms, 1 0a-3466 ohms, 10b-3637 ohms, 10c-3579 ohms, 11-1400 ohms right bipolar - with contact 9a - around 7500 ohms, with contact 9b - around 6-8k ohms, with contact 9c - around 5k ohms, with contact 10a - around 6k ohms left - 3-657 ohms, contact 2 segments around 1300-2000 ohms 8/25/25 right monopolar - 8 -1039 ohms, middle contacts - high 2k ohms 8/28/25 right monopolar - 9a-3500 ohms, 9c-2556 ohms, 10a-3370 ohms, 10b and 10c - around 2k ohms 9/2/25 - increased stim right monopolar - 8-1584 ohms, 9a-4200 ohms, 9b-3681 ohms, 9c-3386 ohms, 10a-3062 ohms, 10b-4032 ohms, 10c-3753 ohms, 11-1800 ohms 9/5/25 - no change in programming, longevity estimate - 56 months right monopolar - 8-1674 ohms, 9a-5k ohms, 10a-5k ohms, 9b and 9c- high 3000s ohms, 10 and 10c - 3500-4000 ohms right bipolar - 9a and 10a - 10k ohms 9/8/25 auto increase - 10a monopolar values are green - around 4831 and 4312 ohms manual run at 1.0 ma - 10a monopolar over 5k ohms they confirm that cause of the impedance remains unknown, and the impedance issue has resolved. They will continue to monitor through regular impedance checks.

Manufacturer narrative:
Continuation of d10: product ID b3301542m, serial# (B)(6), implanted: (B)(6) 2025, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturing rep took electrode impedance on 9/5 at 11am and 9a, 10a monopolar were greater than 5k, 9a to 10a bipolar is 10,000. Impedance was taken. Impedance was taken 9/2 and all contacts were within normal limits. Physicians were present for this and are aware of the issue. Physician and family state no event to cause this occurred such as a fall or trauma to the area. This is a newer implant and impedance at implant of leads and battery have always been within normal limits until today. Stim was increased to 3ma to see if oor occurred at increased ma, no oor occurred and no oor at interrogation. The patient is currently programmed on contact 9 and 10 c+ in a ring, we will be watching for any changes in battery depletion to see if 9a 10a have any impact on longevity.